Event description:
Hill-rom received a report indicating that during a periodic inspection of the structural components of an overhead lift system, a hill-rom technician noted ceiling support pendants installed in a chlorinated environment were corroded. It was reported one pendant was possible cracked. The lift was located in (B)(4). There was no pt/user injury associated with this servicing action. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The pendant was returned to hill-rom and an analysis was performed. The analysis determined one the pendant showed signs of corrosion and was cracked at the weld. The technician replaced the pendant with a non stainless steel pendant, which is recommended for use in chlorinated environments in our installation instructions. According to 3en111001 rev.10 periodic inspection rail systems, hill-rom states that the rail system must be thoroughly inspected at least once a year. Inspection and service must be carried out by hill-rom/liko authorized personnel. The investigation is ongoing. If any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.